Event description:
Probe #1 started frosting during the procedure. Case was stopped and probe #1 was replaced. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.